Event description:
The sd card for the patient's extended download was received on 10/29/2015but the sd card received would not not read. The patient was seen again for another extended download and the data was received on 11/11/2015. Only about 8 minutes of data (not all available data) was able to be obtained because of the patient's condition as the patient is fidgety and moves around a lot and unless sedated she cannot get all of the existing downloads available.

Manufacturer narrative:
If action reported to FDA under 21 usc 360i(f), list correction/removal reporting number; corrected data; MDR #2 inadvertently did not list remedial action taken

Manufacturer narrative:
(B)(4).

Event description:
A report was received from a sales representative who stated that an error message "disabled-burst watchdog timeout" was received when interrogating a patient's m106 generator. The generator was then reprogrammed to the appropriate settings. Programming history (programmer data) has been obtained and reviewed with a decoder spreadsheet. This review identified that the burst watchdog timeout reset is estimated to have occurred on (B)(6) 2015 at 10:50am. The programming history consisted of two office visits: (B)(6) 2015 and (B)(6) 2015. The data from (B)(6) 2015 shows that the generator was enabled, and impedance was within normal range. The first interrogation on (B)(6) 2015 reveals that the device was disabled with the "pulsedisabled" field of the ram memory indicating "burst watchdog timeout." A systems diagnostics test was performed after this interrogation (timestamp = 08:50:59), and the decoder for this programming event shows that the device reset is estimated to have occurred on (B)(6) 2015 at 10:50am. The impedance at this visit was still within a normal range (~3300 ohms). At the (B)(6) 2015 visit, the device was able to be programmed back on, at first being changed back to the previous settings (from the (B)(6) 2015 visit), and then adjusted. A final interrogation at this visit confirms that the device was programming to the correct/intended settings. No obvious anomalies were observed from this initial decoder review of programming history; however the burst watchdog timeout event is confirmed to have occurred. During a follow-up visit on (B)(6) 2015 diagnostics were ran and everything worked fine. Attempts for the extended generator download have been made but the data has not been received to date.

Event description:
Based on the information gathered through the investigation, the root cause was determined to be an unintended design issue, which allows the burst watchdog timeout event to occur when all of the following conditions are met: 1. Sensing is enabled and autostim burst is in progress; 2. Magnet output current = autostim output current; 3. Autostim output current = 0.25ma and frequency = 10hz (i.e. Ramp enabled); 4. Magnet is repeatedly applied (i.e. Reed switch closed) for 300ms and </= 3 seconds. The issue is caused by the method by which the device firmware calculates the remaining time in autostim on time after a magnet activation occurs when conditions 1 through 3 above are present. When recalculating the stimulation burst time following a magnet activation, an additional two seconds is added to the time to account for ramp up. If the magnet is repeatedly swiped at a pace with less than two seconds between magnet activations, multiple recalculations can add enough time to allow the stimulation to exceed the watchdog timer.